Event description:
The electrode belt and monitor were returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
Device evaluation of electrode belt. Has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cause for the failure was isolated to excessive thermal damage on the distribution node pca. The root cause for the damaged thermal damage could not be positively identified. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12, q16, and q17 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified.